Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the bottom case screw mount broken off, and the top case cracked at the front corner. Event log history was attempted but it was noted that the pump could not power up and therefore could not get into alarm history. During analysis, the customer's reported problem was able to be duplicated. It was noted that there was contamination on the power supply printed circuit board (pcb) and was the cause of the reported issue. Service replaced the power supply pcb to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had a "bad interconnect/won't charge". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.